Event description:
The reporter stated that the customer experienced an overinfusion during pt use. It was reported that the infusion was completed in 36 hours instead of 48 hours. The drug being infused was 5 fluorouracil and 5% dextrose. The total fill volume was 230 ml. No pt injuries or medical interventions occurred due to this event. Info was not available on the device set-up.